Event description:
Pt underwent open heart surgery on 7/30/97 & had iabp cath placed via transthoracic aortic root due to extensive arteriosclerosis & occlusion of distal aorta. Iabp balloon rupture was noted on 7/31 97 & pt required emergency surgery for removal of ruptured balloon & placement of another.